Event description:
Customer reported that pt sample containing anti-e did not react with cell #6 of panel ra431. Microscopic reactivity noted when the pt's sample was tested with another panel. No death or serious injury was associated with this incident.